Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.

Event description:
It was reported that the pump battery intermittently depleted quickly. The customer's blood glucose was 250 mg/dl. The customer continued to use the pump for insulin therapy.